Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. B are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU lists potential adverse events, including infection, sepsis, thromboembolism (including venous and arterial non-central nervous system), bleeding, hemolysis, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 6 of the IFU (under "ongoing patient assessment and care") lists thromboembolism and infection a potential late postimplant complications. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed a sternal wound infection. Lab findings showed a white blood cell (wbc) count of 14720, with culture results positive for the candida species. In addition, microbial growth was identified in respiratory sputum cultures. The patient was currently undergoing treatment for infection and was receiving salvage antimicrobial therapy for infection control. The patient had coffee-ground material was noted from the nasogastric (ng) tube, and foley finding blood clot, raising concern for possible bleeding manifestations. Laboratory findings showed a lactate dehydrogenase (ldh) of 324 upper limit (u/l) and prothrombin time (pt) of 39.1 seconds. Review of the pump parameters revealed no significant change in pump flow compared with previous trends. No device alarms or notable abnormalities in pump parameters were reported. The patient continued to receive evaluation and treatment for infection and suspected bleeding manifestations. Additional information received reported the patient passed away secondary to septic shock with progressive deterioration. The family elected comfort care and requested discharge against medical advice. The device was not explanted.